Manufacturer narrative:
This is a duplicate submission. After further review of the complaint, it was determined that the reported adverse event and product problem was reported on MFR report number 3004209178-2016-65421.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 453mg/dl. The customer states they tried to treat with pump. The customer states they would conduct full set change and call back at a later time.